Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer stated that there was no insulin coming out at the end of the tubing. While troubleshooting, the customer was advised to assemble a new reservoir with the current infusion set. The customer stated that insulin was able to exit the tubing afterwards. The customer was advised that changing the reservoir resolved the issue. The customer was advised that his supplies would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.